Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a temporary right ventricular lead was implanted during an unrelated explant procedure. The device and the competitor¿s leads were explanted. The generator was used externally, due to patient dependency. During the explant, there was difficulty extracting the leads, and this extended the length and complexity of the procedure. The patient left the operation room in stable condition. Hours after the procedure, the patient expired due to cardiogenic shock and pericardial tamponade. The physician indicated that death was not caused by any device malfunction, but was result of the procedure.